Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 209mg/dl at the time of incident. The customer was assisted with troubleshooting but the display did not return. The product will be returned.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies noted. No unexpected beeping or vibrating noted. Unit received with high sleep current due to corroded electronic assemblies. No moisture damage noted at motor assemblies per visual inspection. The insulin pump was received with cracked case corner of the belt clip rails near the battery compartment, missing display window cover and minor scratches on lcd window.